Manufacturer narrative:
H10: the device was received for evaluation with a white minicap. Visual inspection with the naked eye noted a broken occluder legs. The reported condition was verified. The cause of the damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damaged the transfer set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: add: a nonconformance has been opened to address this issue. (Previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was broken. It was further described as, "broken near the twist clamp". This was observed during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.